Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/27/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: 14.05 ¿ bitch spay using pds for muscle layer using simple continuous suture pattern 16.05 ¿ patient returned and it was uncovered that the wound had herniated below the skin layer. They said it looks like the sutures had already dissolved. Dog had to undergo surgery again to rectify the wound opening. No suture material was kept and they have no more sutures left in the box.

Event description:
It was reported that an animal underwent an unknown surgical procedure on (B)(6) 2024 and suture was used in the muscle. Post-op, on (B)(6) 2024, the animal returned and it was noticed that the suture material had broken down prematurely.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.